Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (0000203032) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure targeting a major occlusion in the m2 segment of the middle cerebral artery (mca) in an elderly patient with advanced vessel calcification, the 95cm emboguard 87 balloon guide catheter (bg8795u / 0000203032), an axs vecta 46 intermediate catheter (stryker), and a 3mm solitaire¿ stent retriever (medtronic) were used. The emboguard balloon catheter was used in accordance with the instructions for use (IFU). The emboguard was placed at the proximal petrous part of the internal carotid artery (ica). A 3mm solitaire¿ stent retriever (medtronic) was inserted into the target and the emboguard balloon catheter was inflated for flow control before the deployment of the stent retriever. The stent retriever was deployed from m2 and an attempt to retrieve the clot was made. During retrieval, the stent retriever was caught around the m1 segment and strong resistance was felt. As a result, the stent retriever was re-sheathed with the microcatheter (unspecified brand) to suppress the resistance. The resistance ¿disappeared¿ and the stent retriever was able to be withdrawn. An attempt to inflate the emboguard balloon catheter was made after the stent retriever was re-sheathed, but it could not be inflated due to balloon breakage. It was reported that the emboguard balloon catheter may have been torn when the stent retriever was caught and pushed / pulled. It was suspected that the patient¿s advanced vessel calcification was a contributing cause to the reported issue. The emboguard was reportedly used as a guiding catheter. The thrombus was retrieved and the procedure was completed. There was no negative patient impact reported. On 21-nov-2023, additional information was received. Per the information, the physician did suspect that the patient¿s calcified vessel was a contributing factor to the reported issue. The information also indicated that the emboguard was not replaced to complete the procedure.